Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture. It was noted that the capture threshold was increased as well. The rv lead was explanted and replaced. The patient was stable throughout.